Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 01/07/2015 for investigation. Investigation results as follows: the battery was returned and evaluated. The battery archives were reviewed and root cause was investigated. The reported complaint can be attributed to random errors due to noise or electrostatic discharge (esd) may trigger a fault in the communication between the gas gauge and the battery processor. In most cases, the processor is able to correct the fault and the battery continues to function normally. On rare occasions, the fault cannot be corrected and the battery cannot be charged.

Event description:
It was reported that when autopulse li-ion battery with serial number (sn) (B)(4) was placed into the autopulse platform, a "replace battery" message displayed on the platform. Customer indicated that 4 green led bars illuminated when the status check button was pressed on the battery, indicating that the battery was fully charged. No adverse patient sequelae was reported. No further information was provided.